Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within 24 hours. The customer took off the pump but instead of performing a set change, they ate dinner, delivered a manual injection to cover the food, and then slept. When the customer woke up, they were low. Troubleshooting was not completed and the customer will go back to pump therapy to regulate their blood glucose. The insulin pump will not be returned for analysis.